Manufacturer narrative:
(B)(4). Date sent to FDA: 07/11/2017. (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent recurrent incisional hernia repair and mesh was implanted on (B)(6) 2014. The patient had some drainage and mild pain post-operatively. On (B)(6) 2015 she returned to dr c/o a bulge on the right side of the previous incision. The dr did not feel that this was a recurring hernia at that visit. No additional information was provided.